Event description:
It was reported that the careguard pad and pump has exposed wires on the power unit.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that has exposed wires was determined to be reportable.